Manufacturer narrative:
No returns from the customer site were made available for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 19-9 xr reagent package insert (015-223 (3/09)) contains information to address the customer's current issue. Based on the results of this evaluation, the architect ca 19-9xr reagents are performing as intended and no additional product issues were identified. No further investigation is required. No known impact or consequence to patient; incorrect or inadequate result. This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the u.s., list number 02k91-27. (B)(6).

Event description:
The customer states that the architect ca 19-9xr assay is generating imprecise results on the architect i2000sr analyzer. The customer gave the following example of one patient's results: 3721, 2388 and 3061 iu/ml. All results were generated by either auto or manual dilution per the assay package insert (upper limit of linearity of this assay is 1200 iu/ml). The customer is concerned over the difficulty in managing patients when such imprecision is present. An abbott field service engineer sent to the site found no instrument issues. There has been no reported impact to patient management to date.